Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2017-06773. It was reported that the patient's pain on their right side continued to progress. As a result, the patient underwent surgical intervention on (B)(6) 2017 where in the scs system was explanted.